Manufacturer narrative:
Evaluation revealed the targeting arm t2 prox. Humeral to be the subject product. No further associated products were reported. Review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. Evaluation did not reveal any discrepancies in material or manufacturing. As the targeting arm had been in use for more than 10 years we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The pre-operative test performed revealed a slight mistargeting at the lateral left, distal hole but not in such a way that real misdrilling would occur. The targeting accuracy of all other drill holes in all positions were found being as intended. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it should have been realized prior to use. Evaluation revealed that the root cause of the reported event was regarded as normal wear after the product had been in use for more than 10 years due to slight worn material. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. A review of the labeling did not indicate any abnormalities.

Event description:
Missdrilling during phn length 150mm in the distal locking hole (lateral left, distal hole). This was recognized during former procedures but was not queried.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Miss drilling during phn length 150mm in the distal locking hole (lateral left, distal hole). This was recognized during former procedures but was not queried.